Manufacturer narrative:
The reported event of ¿replace generator soon¿ message was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device had declared eri, eol, and had normal battery depletion.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg has reached unconfirmed end of life. In turn, the ipg deemed inoperable. Surgery may take place to address the issue.

Manufacturer narrative:
A system displaying ¿end of life¿ message was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.